Event description:
The customer received a blood glucose reading of 546mg/dl on the contour next usb, re-tested on a different meter and the readings were 172 and 186mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned for evaluation. Product was not replaced at the time of the call.